Event description:
It was reported that the catheter shaft broke. The target lesion was located in left anterior descending artery. A10mmx2.50mm woverine coronary cutting balloon was selected for use. During the procedure, when the balloon was inserted in to the guide catheter, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break of the hypotube located approximately 140mm distal of the strain relief. The hypotube was also noted to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. No issues were identified with the balloon which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in left anterior descending artery. A 10mmx2.50mm woverine coronary cutting balloon was selected for use. During the procedure, when the balloon was inserted in to the guide catheter, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.